Event description:
Based on a review of the medical records provided by the patient's attorney: (B)(6) 2002 - the patient underwent an incisional ventral preperitoneal hernia repair with a composix kugel mesh. (B)(6) 2003 - the patient underwent an excision of composix kugel mesh and the reduction and repair of an incarcerated ventral hernia with a composix kugel mesh.

Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with rae (B)(4). Subsequently, davol has received additional event information indicating that the associated event device is not a recalled composix kugel mesh; therefore we are submitting this MDR based on the additional information received. Based on a review of the provided information on (B)(6) 2002 the patient underwent repair of an incisional ventral preperitoneal hernia with a composix kugel mesh. Almost one year later on (B)(6) 2003 the patient underwent excision of the composix kugel mesh and reduction and repair of a recurrent incarcerated ventral hernia with a composix kugel mesh. Medical records note that an ultrasound performed on (B)(6) 2003 showed a small nonspecific fluid collection "perhaps" reflecting a seroma. Currently it is unknown whether the device may have caused or contributed to the alleged event. The medical records do not indicate failure of the device. The patient reportedly developed a recurrence and possible seroma both of which are listed at possible adverse reactions in the product's instructions for use. Additionally, no sample has been returned for evaluation. Based on information provided, no conclusions can be drawn.